Event description:
Complainant alleged that the medics were attempting to analayze the heart rhythm of a pt (age unknown), with the device in AED mode, but the device displayed a "no shock advised" prompt for a shockable ventricular fibrillation heart rhythm. The medics then called for backup, and upon the arrival of the backup team, the device was placed in manual mode, and the pt was shocked. The pt subsequently expired.